Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported by sales representative via e-mail indicating the following: what happened yesterday is the surgeon struggled with the implant and explanted the ring. For some unknown reason the ring didn't work to his satisfaction, repairing the mr. He then placed a 4450 and everything was fine. The device is a 5200, 26mm ring. No additional information was provided. On 11/13/09 e-mail from sales representative indicates that device is unavailable for return.

Manufacturer narrative:
Unsuccessful ring repair.no product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation, device is not available for return.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was experiencing vomiting. Under fluoroscopy, it was determined that the band had slipped. During a band revision surgery, the surgeon had difficulty removing the port with the applier, two hooks came back and two did not. The port was removed. Both the band and the port were replaced without any adverse impact to the patient.